Event description:
The customer reported that the sterrad chemical indicator tape did not change color, however, the chemical indicator strips did change. It was also reported that this occurred on a cancelled cycle. The load from the cancelled cycle was not recalled. The instruments used on the pt were for a cataract surgery. The doctor was informed of the issue and increased the pt antibiotics. There has been no further report regarding the pt. Follow up with the doctor found the pt was doing fine. The customer stated that the sterrad was working fine, it was not the fault of the machine, it was employee error. The IFU states that if a cycle is cancelled, the load should be reprocessed.

Manufacturer narrative:
Cancelled cycle.